Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 600mg/dl. The customer stated that the insulin pump alarmed no delivery during bolus. Troubleshooting was performed. Ran a fixed prime test and the insulin did not exit. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.